Event description:
It was reported that: the ventilator suddenly stopped operation while in use on a patient. The device was emitting a loud pop sound and smoke. The staff replaced the device immediately. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up/final report.